Manufacturer narrative:
The company service representative examined the system and confirmed/replicated the reported event. The laser module and laser cable were replaced. The system was then tested and met all product specifications. The system was manufactured on april 27, 2010. Based on qa assessment, the product met specifications at the time of release. The laser module was received and the sample was installed in a calibrated system. However, the reported event could not be replicated. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser stopped working and the red button was engaged. Additional information has been requested.